Manufacturer narrative:
A medication error where the rn changed the concentration of a fentanyl drip, but did not change the pump program, and thus a patient received a 5x overdose of fentanyl for about 4 hours. The device was not returned for evaluation.

Event description:
It was reported that a recent medication error where the rn changed the concentration of a fentanyl drip, but did not change the pump program, and thus a patient received a 5x overdose of fentanyl for about 4 hours. One contributing factor that was identified was the question the pump asks,? Do you want to start a new patient?" In this case, the rn should have said,? Yes," but since it was not a new patient ? Rather a new concentration on the same patient, the rn chose? No," and thus the standard concentration program was continued. Is there any way we can change this text to be more clear?